Event description:
User facility recently used nuprep skin prep gel and ten20 conductive paste together with a non-invasive electric current stimulation device (tdcs plus, neuroconn, (B)(6)) and encountered the following incident: a patient lost all hair on the spots where the dcs electrodes were positioned. In order to induce right hemispheric fronto-cortical dominance, the anode was positioned over right inferior frontal cortex (f8), while the cathode was positioned over left inferior frontal cortex (f7). Direct current was induced using a dc-stimulator plus and 5x7cm standard electrodes (neuroconn, (B)(6)). Electrodes were fixated using conductive eeg gel (ten20 conductive neurodiagnostic electrode paste, weaver and (B)(4)). A 1.5ma direct current were induced for a duration of 1500s, including ramping up and down phases of 20s each.

Manufacturer narrative:
User facility remained in contact with patient after the incident to determine the status of the hair loss. On (B)(6) 2014, patient told user facility that all of the hair that was lost is beginning to regrow. Patient also emphasized that he believes his hair loss was not caused by the procedure or our products. Patient is expected to recover completely.